Event description:
No head up function; no injury was reported.

Manufacturer narrative:
Tech found bad CPR valve and worn out head up solenoid valve. Tech replaced head up valve and CPR valve to resolve.